Event description:
The pt reported "increased periods of numbness up to her waist following a 4 hour commercial airline flight". The pt stated their hcp is aware of these symptoms and is considering diagnostic testing including a catheter dye study. The pt stated their daily dose was recently decreased by 10%. Add'l info has been requested, but was not available at the time of this report.